Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was stated that the concentration was changed from 20 to 30 and that the drug name remained the same. No complications were reported or anticipated.

Manufacturer narrative:
Other relevant components include: product ID: 8840, serial#: unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine [30.0 mg/ml] at a dose of 15.715 mg/day and bupivacaine [10.0 mg/ml] at a dose of 5.238 mg/day at simple continuous infusion mode via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the provider changed concentration and updated dosing but not the medication name in the pump. This was changed at the last visit to reflect the proper concentration being delivered. Pump print outs were attached with the report and showed that when the pump was examined on (B)(6) 2017 with the last change being on (B)(6) 2017, the pump was programmed to deliver morphine [20.0 mg/ml] at flex infusion mode with a daily dose of 10.472 mg/day. The pump was then updated on (B)(6) 2017 to also deliver bupivacaine [10.0 mg/ml] at flex infusion mode for a daily dose of 5.236 mg/day (no change to the morphine concentration or dose programmed). A bridge bolus was programmed. On (B)(6) 2017 the pump was examined again (with the last change being on 2017-may-18) and updated with a new reservoir volume but no other drug programming changes were made. On (B)(6) 2017 the pump was examined with the last change being on (B)(6) 2017, and the pump was updated to deliver morphine [30.0 mg/ml] at a dose of 15.715 mg/day and bupivacaine [10.0 mg/ml] at a dose of 5.238 mg/day at simple continuous infusion mode, which was a 50% increase in the daily dose. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the patient status was ¿alive ¿ no injury.¿ no complications were reported or anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8870 lot# serial# unknown implanted: explanted: product type software product ID 8840 lot# (B)(4) implanted: explanted: product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-oct-24. It was reported that the concentration was changed but not programmed ¿(B)(6) 2017.¿ it was indicated that the cause of the concentration change not being programmed was physician error. No further complications were reported or anticipated.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type software if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. The serial number of the software card was provided and the version was reported to be (B)(4). No further complications were reported or anticipated.